Event description:
The pt reported that she experienced her infusion set tubing separating at the luer lock. The pt did not report any physiological effects. The pt stated that insulin was not leaking from the separation. The pt changed her infusion set tubing. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.